Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was failed circulation pump. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device gave several alerts some pertaining to flow. During functional verified a failed circulation pump. Circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0.1, inlet pressure (ip) was 0.3. Per follow up information received via email on 28mar2024, device went to biomed for repair. Errors were found during testing and not therapy. No patient impact occurred. Currently awaiting parts. Per biomed tech via phone on 28mar2024, it was reported that the fluid pump needs to be replaced. It has already been ordered.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device gave several alerts some pertaining to flow. During functional verified a failed circulation pump. Circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0.1, inlet pressure (ip) was 0.3.